Event description:
The customer reported that during use of this handpiece, the surgeon noted that it was getting hot in the body of the device. A back-up unit was obtained to complete the surgery. The surgery was completed as intended without injury or surgical delay.

Manufacturer narrative:
Investigation results: an evaluation of the returned unit confirmed the reported problem. During testing of this unit, it overheated in the collet area related to worn bearings. The handpiece instruction manual informs the user: prior to each use, perform the following: inspect all equipment for proper operation. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The service interval for this handpiece is every six months.